Event description:
It was reported that a patient sustained second to third degree burns on the right arm and right shoulder after hair removal treatment with the lumenis one laser, lightsheer head. It was further reported that the patient was prescribed keflex.

Manufacturer narrative:
An evaluation of the subject device by a lumenis technical specialist found that the device operated within specification, and that there were no related device malfunctions. Reasonable attempts were made to obtain additional relevant information; however, none was provided by the user facility.